Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista 500 instrument. Quality control (qc) and calibration results were within acceptable limits prior to running the patient samples. Siemens reviewed the result calculation data and identified abnormal assay flags for calcium (ca) due to deviations observed in the ca blank, which suggested possible water contamination, as well as kinetic check errors indicating sample mixing events. The review of the instrument health report (ihr) found no errors with the instrument performance related to the reported event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran a quick check, removed and replaced the photometer lamp, aligned the photometer, ran service methods for the s1 mixer, and performed service diagnostics. The imt (integrated multisensor technology) 3000 l and 250 l pumps, stretched r1 (reagent 1) horizontal and vertical belts, sample probe, imt pc control board, s1 (sample 1) mixer, s1 e-chain, photometer lamp, and stepper can board were replaced; imt and r1 probes were aligned; reagent temperature was calibrated; and the system was primed with no leaks observed. An intermittent obstruction of the s1 probe movement caused by the vertical home sensor wire was identified and corrected by re-routing the wire. Vertical titration confirmed proper operation, and five patient samples with known ca values produced acceptable results. The cse then cleaned sample and reagent drains and touch points and auto aligned the probe. The cse identified a sample mixer malfunction, replaced the stepper can board, and further adjustments to the mixer mounting screws restored mixer performance and optimized operation. Following all corrective actions, probe alignments, mixer tests, leak checks, and system verification tests passed successfully. Precision study was acceptable, qc recovered within specification, and no further abnormal flags were observed. Siemens evaluated the event and determined that the issue was consistent with stretched belts, malfunctioned probes, and mixing problems potentially contributing to the falsely depressed calcium (ca) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result clinically corelated and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ca result.